Event description:
The facility reported a colleague infusion pump with multiple occlusion alarms. This event may have been a false occlusion alarm. According to the facility, it is unknown when or in which care area this event occurred. There was no reported patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague 2006 pump with a user interface module software version of 6.13.90.

Event description:
This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a false occlusion alarm was confirmed but not duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.